Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator upgrade procedure, the atrial lead exhibited noise. The lead was explanted and replaced. The patient was stable post procedure.